Event description:
During pt procedure, the utilized ebus aspiration needle malfunctioned. It is unk when or how, but what appeared to be a soft, flexible metal spring piece was found in pt's bronchus. The piece was safely retrieved with forceps and no harm reached the pt at that time. The pt was inpatient and already being closely monitored. Planned return of pieces to the MFR for review on march 29, 2019.